Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon boot up and that the device turned off and on multiple times before booting up. There was no patient use associated with the reported event.